Event description:
The reporter stated the user attempted to insert the catheter in patient epidural space but the catheter was "stiff" and this issue caused the user to "hit vascular vessels" which caused bleeding. The procedure was not completed. No adverse effects to patient reported.